Manufacturer narrative:
After further review MFR# 2243072-2020-01428 has been determined to be not reportable. The product was reported to be missing a plastic stopper piece to prevent anyone from putting their hands inside. This product does not come with a stopper. General dissatisfaction of the product does not impact the intended use of the device which would not lead to serious injury or harm to the clinician or patient. MFR# 2243072-2020-01428 is void.

Event description:
It is reported that prior to use the vented cap is missing with bd 2 sharps coll 5gal red 1103 vented cap. The following information was provided by the initial reporter: it was reported that containers are missing the plastic stopper piece to prevent anyone from putting their hands inside.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It is reported that prior to use the vented cap is missing with bd 2 sharps coll 5gal red 1103 vented cap. The following information was provided by the initial reporter: it was reported that containers are missing the plastic stopper piece to prevent anyone from putting their hands inside.